Event description:
Reference MDR #1036844-2010-00214 for the first event and MDR #1036844-2010-00217 for the third event involving the same pt. It was reported that a second attempt was made to insert a new fa-04020. However, the second attempt failed as the spring wire guide (swg) broke outside of the pt's body. As a result, the swg was removed normally. There were no pt complications or delay in therapy reported. No intervention was required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.